Event description:
It was also reported that there was high impedance.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Variation in svc defib impedance has been noted since (B)(6) 2014 and the variation has been between 107 ohms and approximately 40 ohms. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead/superior vena cava (svc) coil had an audible tone and was found to have variable impedance and possible fracture. The svc coil was programmed off and remains in the patient. No patient complications have been reported as a result of this event.